Manufacturer narrative:
Based on the user facility information provided from the complainant, one possible lot has been identified for the device through a ship history record review: lot # 177127. A review of the incoming inspection reports was reviewed and no issues with the lot were found. A search of the complaint database for similar complaints was conducted; four complaints have been reported from this lot. Two of the four complaints are similar in nature to this reported complaint. This lot was part of a voluntary recall of the protegen sling device. The protegen sling standard product became obsolete in october 24, 2002. Device was not returned for investigation.

Event description:
Boston scientific corporation became aware of this event through documentation initiated by the patient. It was reported to boston scientific corporation that a protogen mesh sling placement occurred in 1998. Post procedure, approximately late 2006, according to the complainant she experienced, "a return of incontinence along with chronic vaginal discharge and pain." Multiple follow up visits with the physician resulted in the patient seeking treatment with antibiotics and CT scan testing that were conclusive. The patient scheduled an appointment with the physician who placed the sling. Upon visual examination, according to the complainant, the physician stated "the last couple of months the patient had developed worsening discharge from her vagina and most recently suprapubic pain and tenderness". His impression was that she had an "infected sling". The physician recommended removal of the sling, which took place in 2007. According to the complainant, the incontinence has now returned but she must wait 6 months to 1 year, before considering another sling placement.